Manufacturer narrative:
Concomitant products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 15-jun-2021, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 16-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that about 3 years ago they fell on their back on the cement and they broke their lead. Pt said that they could never get in to get their lead fixed because of the problem with clinic they were going to. Pt said they went to a place in (B)(6) for pain management and they could do shots, but not surgery. Pt said that they now have surgery scheduled for september 21st to get their lead reconnected and they have a pre-op on monday. Subsequently patient inquired about MRI eligibility.